Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID: 97755-s, serial/lot #: (B)(6) analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the implant (ins) charging level would not go over 40% with excellent recharge quality, then pt had been getting error messages: batteries low, replace controller batteries soon, battery low, charge your implantable device soon, then it said call medtronic. Pt confirmed the controller was charged. Now when pt plugged in the recharger to charge ins nothing happened, the controller does not recognize the recharger is plugged in. Ins was low. Pt only saw the therapy screen and it did not go to charging screen. Patient services (pss) instructed pt to reset the controller and plug in the recharger again. Controller displayed battery low, recharge ins. It then went to therapy screen and did not go to charging screen. Controller was at 80% and ins was low. Also, during a reset pt broke one of the hinges on the battery door. A replacement battery door and recharger were sent out. No symptoms were reported.